Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during an implant procedure, the right ventricular lead helix would not extend. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed; analysis revealed the helix was distorted due to pulling/stretching /overstress. There was body tissue/fibrotic growth on the distal electrode. Visual analysis noted the lead was damaged at implant.